Event description:
The physician is having an issue with the cook ureteral stents we are using. Apparently, the stent becomes hard after being in the patient. This makes pulling the stent out more difficult. The stent loses its elasticity and becomes hard like pvc making it slippery to grab with a flexible grasper in the office. He has had to bring several patients to the hospital to remove them. In the hospital, we have larger instruments that can better grab the stent. Using the larger instrument requires the patient to be under general anesthesia. He just realized that it was a problem today but looking back, he realizes why he has had much trouble with these stents in the past.

Manufacturer narrative:
A true root cause cannot be determined due to the devices not being returned for evaluation. The indication from the contact is that the stents become hard and is making removal more difficult noting several patients were taken to the hospital to remove the stents under general anesthesia. In talking with the physician, he indicated that one or more of the last stents being removed, he discovered a build up that was most likely minerals on the stent and noted this should not occur. During an in service visit to the hospital, by our sales representative, it was noted that some ureteral stent sets had been removed from their marketing box that the stent sets are provided in and are being exposed to uv lighting. The individual over the storage area was instructed not remove the stent sets from the box while being stored. At this time, a root cause cannot be determined; however, should additional information become available, it will be forwarded.